Manufacturer narrative:
This complaint was received by implant direct with missing part number and lot number. Implant direct has made five attempts to contact the customer to retrieve this missing information. The doctor stated the thinks one of his assistants accidentally discarded the container before removing the labels and was unable to provide the part and lot number. To date, the doctor has not returned product for qa inspection.

Event description:
According to the complaint, the abutment hex fracture during implant insertion. This is a reportable malfunction.